Event description:
Over the past several weeks, our infusion services nurses have noticed a potential issue with the "bd insyte autoguard" IV catheters. The nurses have reported that numerous IV catheters are leaking at the connection site. The lot numbers for the catheters vary. Every IV catheter that leaks needs to be replaced, putting the patient at a higher risk of infection. The times that these IV catheters have failed, they have not been needed in a urgent or life or death situation, so the risk of patient harm is relatively low.